Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 97 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer also mentioned blood glucose was 170mg/dl. The customer reported that his sensor glucose value was showing his blood glucose was low and when he checks his sensor glucose via finger stick he is not low. Insulin delivery was suspended due to sensor glucose values of 40mg/dl. Threshold suspend limit in sensor settings was 80mg/dl. The sensor will not be returned for analysis.